Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what amount of time was surgical procedure was extended by (minutes, hours)? Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photo shows several clips on a gauze, that appears to be no properly formed from top view. The second photo shows a tissue on jaws of a device from front view. However, the quality of the photo is not clear. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during a laparoscopic cholecystectomy, titanium clips (ligamax, el5ml) malfunction. Proximal end of clip was not completely close. Prolonged operation time. The procedure was successfully completed. Fragments were generated but were removed easily without additional intervention. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please clarify what amount of time was surgical procedure was extended by (minutes, hours)? 15 to 20 extended time from a normal time.